Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified, however the undefined cartridge alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump's battery could not be charged and that the customer had an unspecified cartridge issue. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 100 - 200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.